Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). The last reported battery status was a monitoring voltage of 2.63 v and a charge time of 21 seconds. The device was later explanted and returned to boston scientific for analysis. No adverse patient effects were reported as a result of this event.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This event will be updated if any additional information becomes available.